Event description:
It was reported that post deployment of a sapien xt valve via transapical approach, the patient arrested and was found to have a left main artery occlusion. Epinephrine was administered and chest compressions were initiated to help circulate the medication. A left coronary catheter was then placed into the left coronary and the patient recovered. The cardiologist thought that maybe the native leaflet was covering the left coronary and when he placed the lc catheter into the left coronary, the catheter may have moved the native leaflet out of way. The patient's neurological status remained normal, however, in the days post procedure, the patient had a slow decline, deconditioned and the family chose comfort care. The patient expired 12 day post procedure. The patient¿s aortic valve was severely calcified, the native leaflets were mildly calcified and the aortic root was mildly calcified. The hospital will not provide additional patient information to edwards for further review.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, without imaging the cause of the coronary occlusion cannot be confirmed; however, per report, the patient¿s native leaflet may have been covering the coronary artery. The patient was a (B)(6) female, the medical history is unknown. It is likely that the patient¿s age and co-morbidities contributed to the decline and ultimately expiration post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.